Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer cleared the alarm to address the issue however the temperature recurred. Customer¿s blood glucose level was not provided. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.